Event description:
The following was reported by the pt: (B)(6) 2000 - the pt underwent open repair of bilateral inguinal hernias with bard flat mesh. The pt reported over the last year an increase in pain in his hips, bilateral testicle, rectum and numbness to his right leg and foot. The pt had surgical consult with surgeon who suggested steroid injection for "nerve" pain.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The pt reported that he underwent bilateral inguinal hernia repair with bard flat mesh on (B)(6) 2000. In the past year the pt reports pain in hips, bilateral testicles, hips and rectus in addition to numbness down right let and foot. Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided at this time and it appears the mesh remains implanted. With the available info, no conclusion can be drawn at this time. See MDR 1213643-2011-00434 for info related to the add'l bard flat mesh implanted on (B)(6) 2000.